Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to inflation issues. When the patient presses the pump, a total erection did not occur. The patient outcome was reported to be stable.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to inflation issues. When the patient presses the pump, a total erection did not occur. The patient outcome was reported to be stable.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the lot information was not provided for the returned components so device history record (DHR) review could not performed. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. Under microscope it was observed that the contamination was found inside pump. The pump was not functionally tested due to contamination. The ams700 ipp flat reservoir was visually inspected, leak tested and microscopically examined; no visual damages were found upon inspection. There was a leak in the reservoir kink resistant tubing (krt); hole that was the result of a sharp instrument damage which probably occurred during the explanted. The ams700 ipp cylinders were visually inspected, leak tested and microscopically examined. Both cylinders had a hole in the outer tube in proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explanted; leak was present. Both cylinders were not pressure test due to leak was identified. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.